Manufacturer narrative:
12/7/1998- supplemental report sent to FDA.

Event description:
The device was used during a lower anterior vaginal hysterectomy procedure. Reportedly, the instrument did not fire. The hosp has reported no pt injury occurred.